Event description:
Rn for home pt reports that the pt's minicap transfer set was changed, exact date unknown, and was found to be "full of black and brown stuff." Similar looking particulate matter had also been noted in the pt's dianeal solution bag post apd therapy and had been observed in the pt's effluent for approximately 3 weeks. The rn requested evaluation of the transfer set and noted that when the pt initially observed the black/brown matter (around 9/04) pt had tested the pt for peritonitis and results came back negative. However, approximately 1 week after getting the results, the pt presented with fever and cloudy effluent. The pt was hospitalized for 4 days with peritonitis and was treated intravenously with antibiotics. The pt was released home and advised to take 40 mg gentamycin intraperitoneal daily for approximately 2 weeks. Additionally, the pt received 2 doses of 2g vancomycin intraperitoneal approximately 1 week apart. No further information was known by the rn. 10/2004-information was received from the pt's rn that the pt was admitted to the hospital for testing, as the pm was still being noted in the pt's effluent. Rn did not know admitting diagnosis and stated the hospital was relunctant to release additional information due to pt privacy. Rn reports additional information will be relayed if it becomes available. 10/2004-information was received from pt's spouse that the pt was admitted to the hospital 10/04 for fungal peritonitis and that the pt's peritonitis from 9/04 never resolved. Per spouse, the dark brown/black pm continues to be observed in the pt's effluent and new transfer set and has not resolved. The pt was re-admitted and a diagnosis of fungal peritonitis was made. The pt's catheter is scheduled to be removed 2004. The pt will receive hemodialysis treatment for dialysis until a new catheter can be placed in the pt. The pt's spouse reports the pt continues to receive antibiotic therapy while in the hospital. 10/04-information was received from pt's spouse that the pt remains hospitalized and is now being seen by an infectious disease md. The pt's spouse commented that the pt has had peritonitis in the past, but it has always cleared within a week. The pt continues to receive antibotic therapy. No additional information is known at this time. Attempts are being made to obtain clinical information from the hospitals the pt was admitted to.